Manufacturer narrative:
The device was returned for investigation. The olympus service center unable to confirm the reported event during inspection and testing. The returned device had a non-olympus branded lamp installed which was replaced. The evaluation result stated that the customer returned device function properly and the device lamp counter reset also function properly. However, the device lamp and software were replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source front panel was blinking on and off. In additional, unable to reset the lamp hours after changing the bulbs, the unit was stuck on 500+ hours. The event occurred during standard maintenance. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause could not be identified. There was no abnormality observed in the equipment upon inspection. It was also confirmed that the lamp of another company's product was used. Olympus will continue to monitor field performance for this device.